Event description:
It was reported that contamination occurred. While outside the patient and while handling a 3.00 x 16 synergy stent, no sterilization was made. The procedure was completed with another of the same device. No patient complications were reported in relation to this event and the patient was reported to be stable following the procedure.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: a 3.00 x 16mm synergy stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no issues. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and mid shaft section and a visual examination of the inner lumen found a kink in the shaft polymer extrusion 197mm proximal of the distal tip. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that contamination occurred. While outside the patient and while handling a 3.00 x 16 synergy stent, no sterilization was made. The procedure was completed with another of the same device. No patient complications were reported in relation to this event and the patient was reported to be stable following the procedure.